Event description:
It was reported that customer alleged housing damage on pump, describing minor scratches and cracks around pump. There was no reported impact to the customer¿s blood glucose level. Customer declined further follow up from technical support, and technical support documented event using reporting date as event date and recorded pump serial number from patient file.